Manufacturer narrative:
Based upon the available information, the reported death was most likely caused by an undiagnosed pre-existing anatomical condition of a deep vein thrombus one week prior to the implant procedure. There were no device related issues associated with the intraoperative death. There was no cautionary or off-label product use conditions that might have contributed to this event. Clinical review found evidence to reasonably suggest the following contributing factors to the reported event: history of right leg pain and fullness one week prior to procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. The device was not returned, therefore no physical evaluation was completed.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Initially the patient was implanted with a bifurcated stent and a suprarenal aortic extension. The physician reported there were no issues during the placement of the initial implants and the case went well. At the completion of the procedure before the patient was out of the operating room, the patient had a massive pulmonary emboli (pe) and passed away.